Event description:
The release lever is bent, not allowing it to be put into a locked position.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.